Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received a pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states history pointers was failed. The history pointers are corrupted. Advised customer to run a self-test and the customer wasn't able to run the test. The customer was not able to complete all of the steps of the troubleshooting because she was in an airport. The insulin pump will not be returned for analysis.